Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states; "tubing removed from packaging, and tubing in 2 pieces." It was reported that the separation was observed below the lower fitment. There was no patient involvement associated with this event.

Manufacturer narrative:
The customer¿s report that the tubing came apart was confirmed based on visual inspection. The separation was at the engagement of the outlet of the second smartsite port and pvc tubing components. The set was received taped and coiled at the top half and bottom half. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection under magnification of the separated tubing end observed no traces of solvent. Dimensional analysis of the tubing's outer diameter observed it was within specification(s). The root cause was due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "tubing removed from packaging, and tubing in 2 pieces." It was reported that the separation was observed below the lower fitment. There was no patient involvement.